Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. However, during the first inflation at 6 atmospheres for 6 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.